Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. Counterfeit tamper seal were found on the pump. It was chipped out on lower right front corner of top case and bottom case seal was damaged. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was not duplicated. The root cause could not be determined. Actions were taken to mitigate the reported issues: replaced worm coupling and worm gear for preventive measure, performed preventive maintenance (pm), and all functional testing passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.